Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer is alleging that the bottom bar that the seat rests on has broke possibly at the weld. .